Event description:
During a plf procedure at l3-l4, and l4-l5 the surgeon was placing a matrix unassembled screw. When he got it loaded and started to insert it, the screw threads began to peel. Surgeon stopped inserting the screw, removed the screw and replaced it with another screw of the same size and completed the procedure with no further problem. There were no fragments in the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Screw was received with approximately 30% of the thread peeled away from the top of the screw. There are indications that there could have been cross threading because of the impressions left on the remaining threads. Threads are damaged and flattened. There is damage - nicks and scratches to the t25 face. All described nonconformities are post manufacturing. The spherical outer diameter cannot be measured because spec states requirement to be held after anodize, but prior to bead blast. The thread cannot be measured because of damage. The raw material was tested using the niton gun and was found to meet specifications. The failure mechanism displayed by the damaged implant can only be achieved through an applied tensile load. The condition of the screw indicates that the engaged holding sleeve was either partially unthreaded from the implant interface or cross-threaded during loading, at which point a cantilever load was applied to assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the design's tensile limits. No other evidence of damage was observed. The matrix technique guide as well as other product support information fully illustrates the proper method of loading / unloading screws from a lockable holding sleeve. Improper technique resulting in propagation of forces exceeding the design's intended limits was the likely cause of failure. The design risk assessment was reviewed and found to be adequate for the intended use.